Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site confirmed calcification was present in the leaflets and landing zone. Calcification was present in the patient access vessels. The access vessels were undersized. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint event was unable to be confirmed. No manufacturing non conformances were identified during the evaluation. There is insufficient information to determine a root cause. In this case, the exact cause of the reported event was unable to be determined, but may have been due to patient and or procedural factors not provided. The complaint for balloon leakage was not confirmed. No manufacturing nonconformance were identified during evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor a corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach balloon leakage was observed. The valve was recaptured in the esheath and removed without issue. A second 26 mm sapien 3 ultra valve was prepped and successfully implanted. No patient injuries were reported. The patient was doing well post procedure.